Manufacturer narrative:
It was reported that there is loose cotton on gauze. Items were removed from sterile field and not used for surgery. No adverse effects. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
There is loose cotton on gauze.